Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010-, product type: lead. (B)(4)

Event description:
The health care professional (hcp) reported that the patient was not getting adequate therapy. The programming done did could not capture. A revision was scheduled for (B)(6) 2015. The manufacturer representative (rep) indicated that the physician was not a neurosurgeon and the physician would be abandoning the paddle lead, 565 and implant two percutaneous leads. Further diagnostics procedures and capping the proximal lead of the paddle tails was reviewed. Other relevant medical history includes multiple back operations. If additional information is received, a follow-up report will be sent.